Manufacturer narrative:
(B)(4). Concomitant medical products: whitestar signature system, serial numbers (B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. Through a follow up with the amo customer service coordinator, it was confirmed that the wires were frayed, that there was no issue with the equipment not performing per its intended use due to the wires being exposed. That the exposed wires did not cause an electrical surge or short that could result in a serious injury to the patient or the user. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported exposed wires with the ellipse fx phaco handpiece. There was no patient involvement/patient injury reported.